Manufacturer narrative:
This is initial report, follow-up pending evaluation. Awaiting further information. An engineering evaluation is underway however the explanted hip stem has not been returned for evaluation nor have any x-rays been provided from complainant.

Event description:
Per aesculap complaint report (B)(4): it was reported by the legal department on 06may2020, that as a result of having an aesculap hip system implanted, the patient has experienced, fracture of the femoral stem, on approximately (B)(6) 2018 the patient's left hip popped and he fell, which resulted in a revision surgery. The primary surgery occurred around (B)(6) 2010, and the revision surgery occurred on, (B)(6) 2019. Based on the information provided the surgeon associated with the reported event was listed as, dr. (B)(6), and the patient associated with the reported event was listed with the initials of, (B)(6).

Manufacturer narrative:
H10. Initial report was sent prior to engineering evaluation completion. Engineering evaluation m20-005 is being provided in the follow-up report.